Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch mcj894 number and no non-conformance's were identified. Device evaluation summary: it was received for analysis an empty opened overwrap, an empty labeled winding former and a needle-suture piece of product code w8556, lot mcj894. This product code is double armed. During the visual inspection of the needle-suture piece, the swage and attachment area of the needle were noted to be as expected and the end was noted cut appear to be by use of a surgical instrument. The product code is double armed, and the second needle-suture was not returned for evaluation. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of the performance pull off suture needle is an improper handling.

Event description:
It was reported that a patient underwent an unknown valve procedure on (B)(6) 2019 and suture was used. The problem of pulling off suture needle happened when the suture was taken out for an valve surgery. Changed another one to complete the procedure. There was no adverse patient consequence reported. No additional information could be provided.